Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda was due to challenging patient anatomical condition and poor image resolution. The reported poor image resolution was due to procedural circumstance. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted several raptured chords which created a big prolapse and flail. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, when preparing a second clip, the first clip was observed becoming detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Therefore, the second clip was deployed to stabilize the slda and further reduce mr. Reportedly, due to the heart anatomy and the shadow coming from the shaft, visibility of the anterior mitral leaflet was challenging which attributed to the slda per the physician. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.